Event description:
Additional information reported the patient was ¿fine and receiving the needed therapy¿ following their ins replacement.

Event description:
It was reported the patient experienced a ¿loss of therapeutic effect¿ and started having a return of trembling and tremors after her implantable neurostimulator (ins) ran out of charge a couple days prior to report. It was stated the patient believed her ins stopped working due to normal battery depletion. It was noted the patient was hospitalized at the time of report due to her symptoms and was concerned she ¿wasn¿t going to make it.¿ it was further noted the patient¿s parkinson¿s disease symptoms had progressed since implant. It was stated the patient had contacted her healthcare provider (hcp) and was told the soonest she could get the ins replaced would be 2014-(B)(6). Additional information stated it was planned for the patient to undergo replacement of the ins on 2014-(B)(6). It was again reported the patient had undergone ¿normal battery depletion.¿ it was noted the patient¿s outcome as of two weeks after initial report was that they continued to experience parkinson¿s disease symptoms. Further information has been requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).